Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to the service department of (B)(4). The service department of (B)(4) checked the subject device and found the reported phenomenon, and also found that the reported phenomenon was attributed to the damage (perforation) of the camera cable, which might be caused by the user's mishandling of the subject device. Then, the subject device was transferred to (B)(4), but the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair (noisy image) at the service department of olympus (B)(4), it was found that the endoscopic image of the subject device was not displayed on the monitor by noise. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to the service department of olympus europa se & co. Kg (oekg). Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. Based on the information from oekg, omsc surmised that the reported phenomenon was attributed to the failure of the camera cable due to stress such as twisting to the camera cable being applied by the user handling. If additional information is received, this report will be supplemented.